Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone calls that customer experienced low blood glucose of 25 mg/dl, which was treated with food and blood glucose elevated to 320 mg/dl. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to monitor insulin pump and to contact healthcare professional regarding unexplained high blood glucose.